Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned and is pending investigation completion; therefore, the alleged product issue cannot be confirmed at this time. Microvention, inc., will submit a supplemental report following the investigation. The instructions for use (IFU) identifies device resistance during advancement or retraction as potential complications associated with use of the device.

Event description:
It was reported that the left m1-segment aneurysm of middle cerebral artery, distal vessel diameter 2.1mm, proximal vessel diameter 2.4mm. During the procedure, angiography after the stent was partially released showed that the blood vessels were blocked, and it was difficult to recover the stent. The catheter and stent were then removed together, and the stent was found to be damaged and would not open properly. The same model of stent was replaced to complete the procedure. The patient was reported to be fine.

Manufacturer narrative:
The investigation of the returned stent system found the introducer distal tip damaged, which may have caused or contributed to the reported resheathing issue. However, the stent was able to successfully advance through the returned introducer and through an in-house microcatheter, and fully open upon deployment during functional testing. No difficulty resheathing the stent was encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the introducer damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that the left m1-segment aneurysm of middle cerebral artery, distal vessel diameter 2.1mm, proximal vessel diameter 2.4mm. During the procedure, angiography after the stent was partially released showed that the blood vessels were blocked and it was difficult to recover the stent. The catheter and stent were then removed together, and the stent was found to be damaged and would not open properly. The same model fred stent was replaced to complete the procedure.